Event description:
It was reported that this right ventricular lead of unspecified model experienced an undetermined product performance issue. Reprograming option for the lead were discussed. However technical service informed that they need to know what the product performance issue is in order to give appropriate guidance. This lead remains in service. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.